Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was customer error, the screw was not torqued to specification. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA/hhe/descalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that the implant at tooth site #12 had a screw with stripped threads. Screw got stripped & upon attempt of removal of screw; abutment & implant were dislodged. Clinician did not place a new implant the same day that it was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed; the stripped screw was stuck inside a damaged abutment. The screw doesn¿t disengage from the implant and abutment. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was customer error, the screw was not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The screw was stuck inside the implant and abutment and wouldn¿t disengage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative